Event description:
The physician attempted to place a 3.0mm x 15.0mm biodivysio stent in a 90% stenosed lesion in the mid-right coronary artery. It was reported that predilatation was not performed. The clinician had performed the "usual prep before inserting the stent delivery system and stent". It was reported that the stent would not cross the lesion. The stent delivery system was then pulled back to the guide catheter. The stent was reported to have "slipped off balloon". The complete assembly was removed. The stent was "lost in the groin". The physician attempted to retrieve the stent with a snare, but was unsuccessfully. The physician then removed the entire assembly including the sheath and was able to retrieve the stent. Another MFR stent was placed in the vessel. There was no report of any adverse pt sequelae.